Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown.) According to the complainant, during the procedure the decompression tube went through the shaft on the button when placing. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the right angle decompression adaptor of the decompression tube to be protruding through a v-shaped tear in the button body shaft. The adaptor was pushed through the body shaft so that the top of the adaptor was fully seated against the top of the button body. The right angle decompression tube was without issue. An examination of the adaptor found no sharp edges or other defects that might have contributed to the damage found to the button. The returned unit was consistent with the complaint incident that the right angle decompression adaptor of the decompression tube protruded through the button body shaft. Patient care book button, provided with this device states the following: "note: when inserting and removing the feeding set (whether continuous or bolus) or decompression tubes, stabilize the button by placing fingers on both tabs and gently push or pull while slightly rotating the device being inserted." It appears the adaptor was introduced at an angle into the button body shaft and also excessive force was applied during insertion causing the tip of the adaptor to be pushed through the shaft wall. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14370824 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14370824.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (the exact date is unknown.) According to the complainant, during the procedure, the decompression tube went through the shaft on the button when placing. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.